Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to anterior knee pain and instability (reported by surgeon as being a little lax in varus / valgus constraint). The surgeon resurfaced the patient's native patella and exchanged a 4x11 cr insert for a 4x14 cr insert. Rep confirmed that no further information would be released by the hospital or surgeon.